Event description:
It was reported that the patient developed atrioventricular (av) block during the implant procedure. It was reported that there was intermittent output and loss of capture on the device, and possible early battery depletion. The device was removed and replaced. It was also reported that the atrial lead had oversensing and increased threshold. The lead was capped and replaced. During implant of the replacement atrial lead, the screw would not retract after the second attempt to reposition so the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.